Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the balloon would not deflate. The lesion was located in the proximal left anterior descending (lad) artery. The vessel was pre-dilated using an unspecified balloon. The physician successfully advanced and deployed a taxus liberte 3.00x16.0mm drug eluting stent in the prox lad. However, after deployment of the stent, the balloon would not deflate. The physician used a 20cc syringe to deflate the balloon. The procedure was completed with no patient complications. Additional information has been requested in regards to this complaint, but has not been received at the time of this report. This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.